Event description:
Per the clinic, the patient experienced a decrease in performance. Reprogramming attempts were made; however, the issue could not be resolved; resulting in the patient's decision to permanently discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.